Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-03173.

Event description:
It was reported that approximately 96 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, extensive osteolysis, extensive synovitis with brownish discoloration, degradation with pitting and delamination of poly, and bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant products: 2274095 - 02-012-47-2509 logic cr tib insert std, sz 2.5, 9 mm. 5406790 - 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.